Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Litigation papers allege pain, discomfort, malaise, swelling, bone and tissue damage, and excessive metal ion levels. Update rec'd (B)(6) 2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the cup and head. The stem and sleeve are being added to the complaint. The implant and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update sep 15, 2017: medical record received. After review of medical records for MDR reportability, it was reported that the patient was revised to address instability, metallosis and osteolysis. Revision notes reported blackened soft tissue which is evidence of extensive metallosis, turbid yellowish fluid, and blackened material within the small stem. This complaint was updated on: oct 11, 2017.